Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06064800 that an ar-300b burr attachment malfunctioned during a case with no further information provided. The case was completed using a back-up with no issues. This was discovered during an unspecified procedure, with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to wear and tear of the device. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.